Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: lap endometriosis event description: I believe the damage is a crack down the side of the trocar when they were trying to remove the specimen. Additional information received from applied medical representative via email on 20dec23: the break is one the side buttons on the cannula. The trocar was inserted at a 10 to 2 motion. There was no difficulty with insertion. The break was considered a clean break. The piece snapped off the cannula. No particulation occurred. All pieces were removed from the patient. The trocar was not used with a robot. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap endometriosis event description: I believe the damage is a crack down the side of the trocar when they where trying to remove the specimen. Patient status: no clinical impact to the patient.